Event description:
It was reported that the catheter had a disconnected spline. During an ablation procedure for atrial tachycardia (at), the physician removed the intellamap orion catheter from the patient because he was having issues maneuvering the catheter in the right atrium (ra). After removing the catheter, it was noticed that there was a disconnected spline at the proximal end. The catheter was exchanged for another of the same kind, and the procedure was successfully completed. There were no serious injuries or adverse patient effects.

Manufacturer narrative:
The device was returned for analysis. Dried body fluid was found on the device handle, main body tubing and distal end. Spline 4 was broken at its proximal end. The end of the spline was torn out from underneath the proximal collar and the break appeared to be along the proximal edge of the collar where it meets the shaft joint. The adhesive that secures the spline to the proximal collar appeared normal. Stress marks were found on the distal end of spline 4. The steering knob and lock knob functioned properly. No abnormal resistance was felt when actuating the steering mechanism. The device passed a curve test and there was no issue with deploying the array. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
It was reported that the catheter had a disconnected spline. During an ablation procedure for atrial tachycardia (at), the physician removed the intellamap orion catheter from the patient because he was having issues maneuvering the catheter in the right atrium (ra). After removing the catheter, it was noticed that there was a disconnected spline at the proximal end. The catheter was exchanged for another of the same kind, and the procedure was successfully completed. There were no serious injuries or adverse patient effects.